Event description:
It was reported that during a da vinci cystectomy procedure, the wire at the tip of the maryland bipolar forceps instrument broke. No missing or fallen pieces was reported the planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch up cable was frayed at the distal clevis hub. The frayed strands were sticking out at the wrist. The other cables at the wrist were not damaged. No other damage was found.